Event description:
The patient died at home in 2008. The hcp did not believe the death was device related. The specific cause of death was unknown. No autopsy was done. The device system was used to deliver lioresal, dose and concentration not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.